Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the evercross 035 device, plaque was present in the left proximal popliteal artery (target lesion, 40 mm in length). The balloon burst longitudinally at 4 atm on the first inflation during the procedure. The device was passed through a previously deployed non medtronic stent (viahban stent), and inflation was performed with a 50/50 contrast solution using an inflation device. The instructions for use were followed without issue. The balloon did not detach, and the device was safely removed from the patient. The procedure was completed using a new device that was not a medtronic product. No patient complications have been reported as a result of this event.